Manufacturer narrative:
During the eval of the device at the MFR's service ctr, the device failed a step during testing. The device was recalibrated to address the issue. "Service required" codes were found in the ventilator's downloaded error log. The device's power management board nad internal battery will be replaced to address the issues. Other = device has been evaluated but the components have not been replaced pending customer approval of estimate.

Event description:
A ventilator was returned to the MFR for service. There was no harm or injury reported.